Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that therapy programs were added that restored therapy.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient had no programs after reconnecting to her ipg from MRI mode. No other information at this time.